Event description:
It was reported that the patient had an ineraid device, implanted on (B)(6), 1994. This is an old prototype, which was not manufactured by med-el. Due to reoccurring problems with the skin around the plug, the patient was reimplanted with a med-el ci on (B)(6), 2010.

Manufacturer narrative:
Since the concerned device was not manufactured by med-el, no device investigation will be performed. The device was likely explanted due to a medical problem, therefore, no further information is expected. This is a final report.